Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported the drainage catheter (percutaneous nephrostomy) leaked at the hub/catheter joint after the patient returned home following the placement procedure. As a result, the drainage catheter was removed and replaced with another one. It was noted the complaint drainage catheter passed the tug test.